Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2021, the patient experienced a large ongoing wound infection that extended into the patient's hip joint. Previous washouts had been performed, but the infection was unable to be cleared. Therefore, revision surgery was carried out on (B)(6) 2022 in order to solve this adverse event. The oxinium fem hd 12/14 36 mm +0 was explanted. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the clinical root cause of the wound infection, washouts and subsequent revision were reported to have been related to a ¿large ongoing wound infection.¿ it cannot be concluded the reported events were associated with a malperformance of the implant or implant failure. The patient impact beyond the infection and revision cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that infection has been identified as a potential complication associated with total hip arthroplasty. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.